Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch verio iq meter displayed an ¿error 1¿ message. The medical surveillance specialist (mss) spoke with the patient¿s mother (reporter) on (B)(6) 2013 and obtained the following information. The patient usually tests 4-6x daily and manages his diabetes with insulin (type/ amount not specified). The alleged issue began on the afternoon of (B)(6) 2013. Due to the alleged issue, the reporter confirmed the patient discontinued testing with the subject meter and began testing with his back up device. Results obtained with the backup meter were not specified. The patient continued to administer his usual dose of medications. On the morning of (B)(6) 2013, the patient was brought to the emergency room (ER). The reporter claimed the patient was experiencing symptoms of vomiting, stomach pains, and trouble breathing. The patient obtained a blood glucose result of ¿around 400 mg/dl¿ with the ER/ hospital meter. The patient was administered insulin (type/ amount not specified) and intravenous (IV) fluids as treatment. The patient was diagnosed with diabetic ketoacidosis (dka). It was reported that the patient was transferred to the intensive care unit (ICU) at a children¿s hospital for observation once he had stabilized. The patient was sent home after 1 ½ days in the ICU. The reporter advised the patient was testing less frequently with his back up meter; thus, he was not managing his diabetes properly. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The reporter confirmed the patient continued to test his blood glucose with another device and based his management on the results obtained on the other device. The patient did not attempt to test with the subject meter before or during the time of concern; therefore, the lfs blood glucose meter was not the cause of the reported injury. However, this complaint is being reported because the alleged ¿error 1¿ message remained unresolved.